Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog # 9393608, product code max was cleared in the united states. (B)(4). This part is not approved for use in the united states; however, a like device catalog # 9393608, 510k # k094025 was cleared in the united states. The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Evaluation of the returned device found that the peek cage is broken near the massive section of the nose engraved with a "t" (15 degree offset insertion). The handling feature at the posterior side is showing worn edges. These deformations can be attributed to the use of the implant inserter to impact the cage into the intervertebral space and / or to remove the cage after the breakage occurred. The handling feature at the anterior side as well as the anterior open window near the "t" present scratches coming from the explantation maneuvers after breakage. The remaining main piece of the cage was not returned for analysis. The observation of the returned implant did not permit to identify any defect present prior to the implantation that would be responsible of the breakage. The type of breakage is consistent with an over-loading of the part during impaction. The origin of the over-loading was not determined. The angulation of the cage relative to the disc space during insertion can influence the level of impaction loads. Another factor can be the size of the cage chosen compared to the disc preparation and distraction. Based on the print specifications, the probe/trial and the cage have the same height.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the interbody device broke during implantation. No patient complications were reported.